Event description:
Consumer reported complaint for high blood glucose test results and error message (e-0). The customer is concerned with test results from results obtained of 166, 188 and 194 mg/dl. The customer¿s expected am fasting blood glucose test result range is below 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 08/23/2024 and test strips were opened 2-3 weeks prior to call. The meter memory was reviewed for previous test result history (date/time not set; customer stated she tests in the am): result 1: 166 mg/dl, date: 4/30, time: 8:34 pm fasting, result 2: 188 mg/dl, date: 4/30 time: 6:05 pm fasting. Result 3: 194 mg/dl, date: 4/30, time: 6:04 pm fasting. Result 4: 97 mg/dl, date: 4/29, time: 5:37 pm fasting. Result 5: 152 mg/dl date: 4/28, time: 5:17 pm fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: high readings. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Root cause: rc-072: vial left open for an extended period of time. Meter was returned for evaluation. Product testing was performed and defect found on returned meter: e-7. Root cause: rc-001: miscellaneous user induced contamination on the strip connector. Note: manufacturer contacted customer in a follow-up call on 22-aug-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.